Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, a plaque shift occurred. Lesion 1 was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 2.75mm in diameter and 24mm long. The lesion was treated with direct stent placement of a 2.5x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was a bifurcated lesion located in the 1st diagonal. The lesion was 80% stenosed, 3.5mm in diameter and 5mm long. The lesion was treated with direct stent placement of a 3.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Following placement of a 3.5x16mm taxus liberte stent in the 1st diagonal noted there was ¿significant plaque shift and severe stenosis of the lad immediately distal to the stent, extending into the diagonal.¿ the lesion was dilated and angiogram revealed good results. The patient was discharged on aspirin and prasugrel.